Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified left forearm vein. A 5.00mm / 2.0cm / 90cm otw peripheral cutting balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres for 10 seconds, the balloon rupture. The device was removed, and a pinhole was noted. The procedure was completed with another of the same device. No patient injuries reported, and the patient condition was good post-procedure.